Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during a shunt pta procedure, during the second inflation of the balloon, the balloon ruptured at 10 atms. The procedure was completed using another balloon catheter. There were no adverse patient effects reported. Although requested, there is no additional information available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Without the device to examine, the root cause could not be determined. Review of the device history record did not reveal any non-conformities which could have contributed to this event.